Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited loss of capture. Lead perforation was confirmed. It was also noted that the right ventricular (rv) lead exhibited loss of capture. Both pacing leads were revised and remain in use. No further patient complications have been reported as a result of this event.